Manufacturer narrative:
According to the customer, "threads on control syringe were damaged on one and the syringe backed itself off of the manifold after being fully threaded on". There was no further information. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn (B)(4) on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
According to the customer, "threads on control syringe were damaged on one and the syringe backed itself off of the manifold after being fully threaded on".